Event description:
It was reported that there is a big crack at the end of the left leg of the cot. There was no patient involvement or adverse consequences.

Manufacturer narrative:
Ankle casting welds. Unit was evaluated by the customer.